Event description:
It was reported that the user received an occlusion alert while using an ilet system with a contact detach infusion set, after which blood glucose rose to 215 mg/dl; the occlusion was only resolved after changing all infusion supplies, and troubleshooting and education were completed. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included recovery to target blood glucose following the supply change. Investigation included guided troubleshooting and replacement of infusion set and related supplies, with follow-up to verify glucose normalization. Investigation of this case revealed an insulin delivery occlusion associated with the infusion set or related disposable components, which resolved after the supply change. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion that impeded insulin delivery.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.